Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. There was no report of hospitalization. On the same day as diagnosis, the patient was treated with cefazoline injection (1g, once daily, intraperitoneal, discontinued) and ceftazidime injection (1g, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.